Event description:
It was reported that the patient underwent an unknown surgery on 5-march-2024 and suture was used. When the last two stitches were sutured, the problem of pulling off suture needle happened. Changed to another one to complete the surgery. This incident resulted in an extension of the surgical time and increased the risk of sterile infection in patient. No patient harm was reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: it was reported that "this incident resulted in an extension of the surgical time and increased the risk of sterile infection in patient" * were there any unexpected outcomes or complications as a result of the prolonged surgery time? * please confirm if the infection was observed or only the risk was present? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H6 component code: g07002 ¿ device not returned

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/18/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was received: after investigation, a 27-year-old female patient underwent surgery in hospital on (B)(6) 2024 (specific patient diagnosis and surgical name unknown). The surgeon used vcp1359h for skin tissue sewing in the way of interrupted suturing manner during surgery. The pull off suture needle occurred during sewing. The surgeon immediately replaced with a new suture (specific product information unknown) for sewing. The subsequent surgical sewing operation went smoothly. This event did not cause any other harm to the patient except that it prolonged the time of surgery for about half an hour. The patient actually had no infection. No subsequent adverse event report was received.